Event description:
Related manufacturer reference number: 3006705815-2023-01768. It was reported that the patient's leads had fractured. This was confirmed by an x-ray. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
Additional information was received that the system was explanted and replaced to address the issue on (B)(6)2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.